Manufacturer narrative:
Zoll has received the icy catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
On (B)(6) 2022, ivtm therapy was initiated using the icy catheter (lot #174979). On (B)(6) 2022, during the maintenance phase, the saline volume in the saline bag decreased gradually, and the customer suspected a pinhole in the catheter. The customer checked around the thermogard xp ivtm system and catheter luer, but there was no saline leak or blood tinge in the start-up kit (suk) tubing. However, the doctor, who is familiar with the device, was certain that it was a catheter leak. The customer suspects 100 ml of saline infusion. The dwell time of the catheter was around 70 hours. The catheter and suk were replaced to continue treatment using the same thermogard system. No patient injury was reported.

Manufacturer narrative:
The customer's complaint of "the icy catheter (lot #174979) leak" was confirmed during the functional testing. During the functional pressure leak test, a bonding leak was observed at the proximal end of the distal balloon. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, no physical damage was found on the catheter, and blood residues were observed in the balloons and luer tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the distal balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and no previous complaint history was reported for icy catheter with lot #174979.